Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device the customer reported condition was not confirmed. No fault found. Previous ro 955796 was serviced in feb 2019 for failed leak test/ battery holder broken. The previous service history was deemed unrelated to the current issue.

Event description:
Information was received that a smiths medical pneupac parapac ventilator did not cycle. No patient involvement.